Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device restarted while in use. Additional details have been requested. There was no adverse event.

Manufacturer narrative:
Updated problem statement and patient involvement.

Event description:
The customer reported that the device restarted during operation check. There was no patient involvement.